Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a ECG failure. There was no reported patient involvement.

Manufacturer narrative:
The report was open for sales purposes to quote parts and prices for the customer. The customer did not allege any device malfunction.